Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 12/17/2009 and 01/04/2010 by fax, mail and phone. A completed questionnaire had not been received. (B)(4). (B)(4). (B)(4).

Event description:
A surgeon reported having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.